Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for high blood glucose. She said that she received a pump and was using it and that once she changed her site, her blood glucose began to rise. At the time of the incident, her blood glucose was 375 mg/dl. She had been correcting her highs with boluses from the pump and an injection of humalog and had someone drive her to the ER. The customer was nauseated, dizzy and had cramping. The customer went to the ER on (B)(6) 2017 at 10:00 pm, with the blood glucose of 500 mg/dl. Her current blood glucose is 600 mg/dl. The customer was treated with an insulin drip. The doctor told her that the cause of the hospitalization was because of high blood glucose. The customer was wearing the pump at the time of the hospitalization. During troubleshooting for high blood glucose, the caller stated that sometimes there is pain at the site initially. She stated that she is using a cannula based infusion set and when inspecting it, determined that it was bent. She was advised that this may interfere with the amount of insulin delivered. She is unsure if the bolus wizard was programmed accurately. She was assisted with performing the high-pressure test and an insulin flow blocked alarm was present. The customer was advised to change the infusion set, reservoir and insulin and to treat per her healthcare professional's recommendation. The insulin pump will not be returning for analysis.